Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. The pump remains in use supporting the patient. No further issues have been reported. A direct correlation between the device and the reported infection could not be determined through this evaluation. The instructions for use lists driveline infection and local infection as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient called the health professional complaining of yellow-green driveline drainage and a knot around the exit site that was warm to the touch. The patient was asked to present to the hospital emergency room, but the patient did not show up. The patient was reported to be non-compliant and had not been in the clinic since (B)(6) 2015. The patient does not show up for appointments or cancels them. On (B)(6) 2015, the patient was advised again to present to the ER, and the patient arrived that evening. The patient reported progressive pain, redness and swelling around the driveline, recent fever as high as 101f degrees, and horrible sweats. Upon examination, a knot approximately 3 cm x 1-2 cm in width was found. Cultures were positive for staphylococcus aureus. The patient's white blood cell count was 19.6x10^3/ml. On (B)(6) 2015, a CT scan of the chest and abdomen showed a small fluid collection surrounding the aortic cannula of the lvad extending from the mid-portion of the cannula to the terminus of the sleeve. This was suspicious for postoperative infection. The patient was treated with IV azithromycin and daptomycin, and on (B)(6) 2015, the daptomycin was discontinued and the patient was started on oxacillin. On (B)(6) 2015, the azithromycin and oxacillin were discontinued, and the patient was discharged on oral doxycycline indefinitely. No additional information was provided.